Event description:
It was reported that a patient presented with high capture threshold and r-wave amplitude variation on the right ventricular (rv) lead. On (B)(6) 2024, the physician elected to cap and replace the rv lead. The patient was stable before, during, and after the procedure.